Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement device and the device was archived by stryker. The cause of the reported issue is out-of-spec dimensions for the cr2 lid causing the magnet to fall out of its receptacle during installation.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation by physio-control it was found that the device was missing the magnetic pin the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation.